Event description:
Caller reports pt tested 8.8 inr and "9 something" on the coaguchek s system. Coumadin held for 9 days based on series of high inr results for several days. No adverse event reported. Requested return of suspect instrument and replacement sent. Numeric reading range of device is 0.6 inr to >8.0 inr.